Event description:
A 2.5 mm diameter by 12 mm length s660 zipper stent delivery system was inserted for treatment of a lesion located in the lad coronary artery. Vessel tortuosity was moderate with severe calcification. It was reported that the lesion was pre-dilated with a 25 balloon 1 time at 10 atm. The lesion was then stented with another manufacturer's stent, which caused a dissection. It was reported that the physician then attempted to repair the dissection with the s62512zp. There was a 60-degree bend at the site of the dissection. The s62512zp was inserted through the previously placed stent, but was unable to go forward through the calcium and severe bend. It was reported that the physician then attempted to remove the s62512zp and the stent dislodged in the previously placed stent. The physician put a wire along side the delivery system and crushed the dislodged stent to the wall of the implanted stent. The case was completed with another MFR's stent. No additional sequelae were rported and the pt is reported to be fine. Device met specifications prior to leaving medtronic facility per review of the device history record.